Event description:
The customer's parent reported via phone call that they were receiving no delivery alarms. Customer's parent stated they have changed the infusion set and reservoir, but the alarm persisted. It was found the alarm occurred during a manual prime. The customer's blood glucose was 140 mg/dl. Troubleshooting did not occur at the time of the call. Customer will be returning the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.